Event description:
This product was selected and locally purchased for in vitro blood glucose measurement. Shortly thereafter it became apparent that there was reasonable doubt as to the accuracy of the glucose readings. A control solution was ordered from the manufacturer. Daily level 1 control data was gathered under normal residential conditions during (B)(6) 2024. Since the medical conditions requiring glucose monitoring are known to cause bodily harm leading to further illness and economic damage, this report is filed for evaluation of the statements in the product literature. A) "accuracy proven in clinical studies" and b). Factors affecting performance omitting atmospheric conditions as a factor affecting performance. The device is not accurate in this residence. This report is submitted to a regulatory agency to be evaluated for compliance with existing advertising standards applicable to this type of home medical device. The manual asserts the device is accurate and provides tables comparing results from this meter to a model 2300 glucose analyzer with near 100% accuracy at levels within +/- 10 mg/dl. The data was obtained from diabetic patients at clinical sites and not residences. The meter has not been approved by the FDA for clinical settings and therefore the product literature should not compare the home monitor results to lab results to prove accuracy. The accuracy results of this device should be compared to 100 residential settings in multiple different climate zones and all four seasons for accuracy. (Using the "compare apples to apples and oranges to oranges" line of reasoning). In this home study I performed 18 control tests using two different test strip containers on 9 days and recorded the indoor absolute humidity at sample time. The results showed a strong positive correlation between indoor absolute humidity and glucose readings using a control solution at home during (B)(6) 2024. . Specifications/conditions temperature and relative humidity range in room at home during study sample collection times: room temperature 59.2 f to 66.0 f , room relative humidity 30% rh to 68% rh, room absolute humidity ah 3.9 g/cubic meter to 10.9 g/cubic meter. Measured home glucose control levels 123 mg/dl to 144 mg/dl, median 135 mg/dl, mean 134 mg/dl, mode 131 mg/dl. Pearson correlation coefficient: 0.76 (calculated from 9 test strips taken from vial #1), and 0.77 (calculated from 9 test strips tested from vial #2). (X=ah, y=glucometer reading). Temperature range recommended for device usage 32 f to 122 f temperature, relative humidity range recommended for test strips 34 f to 86 f , 20% to 80% rh level one test control solution use recommended 68 to 77 f, storage recommended 46 f to 86 f additional data may add statistical power to my assertion of inaccuracy but is not necessary to submit to FDA in order to evaluate the "truth in marketing" aspect of the device. The fluctuating control readings cannot be attributed to hemoglobin, hematocrit, oxygen therapy, diet, exercise, bmi, medicines, etc. Additional home data here is not likely to reach the accuracy level advertised in the product literature. . In conclusion, the manufacturer asserts that the device is accurate but does not provide any data collected in the settings where the device will be used. The product literature discloses a few factors that affect the accuracy (hemoglobin, oxygen therapy, hematocrit, blood pressure, battery, etc.) These variables require additional medical diagnostic and therapeutic interpretation, interventions, and expenses. The product literature does not include airborne moisture as a factor affecting performance of the device. Test strips label lists "aspergillus sp", as an active ingredient and "aspergillus sp." Has been classified and present in the residence as early as 2021. Ionization potential of indoor vapor may contribute to the inaccuracy in this humid setting.

Event description:
Additional information received for report mw5153296 on 07/18/2024. The product package and manual asserts "proven accuracy "compared to another device used in clinical laboratory settings. The extent to which the glucometer numbers accurately match the numbers from another device at the same time and place does not prove that the number is an accurate reflection of serum glucose with enough confidence to titrate medications or modify lifestyle based solely on the numbers. Synopsis of findings: under open and closed house conditions during (B)(6) of 2024, the glucometer meter readings (mg/dl) showed a positive correlation with indoor absolute humidity over 48 samples. The association between indoor absolute humidity (grams water per cubic meter air) and glucometer readings changed when doors/windows were closed for air conditioner use. These samples were collected using a level 1 control solution provided by the manufacturer. (Briefly reported to medwatch earlier this year) during (B)(6) 2024 under closed house conditions and nearly constant air conditioner use, the meter readings (mg/dl) showed a positive correlation with barometer readings (millibars) and an inverse relationship with indoor absolute humidity (grams water per cubic meter air) using level ii control solution provided by the manufacturer over 13 samples. (New information submitted to medwatch) these findings demonstrate that the glucometer readings vary unpredictably under different residential conditions and are influenced by the weather to a degree not expected by chance alone. The manufacturer confirmed by telephone that the device is sensitive to moisture when I called to order control solution. Neither the patient nor prescriber can reasonably be expected to determine on which days and which glucose ranges the correlation with indoor moisture and/or air pressure will be positive or negative to a strong/moderate or weak degree with measured serum glucose. The numbers collected from level I and level ii solutions so far this year were all in the expected range (111 to 150 mg/dl and 194 to 262 mg/dl respectively). No error messages were encountered during the data collection. The reporter is not authorized or qualified to comment on patients or patient impact. Reporter is only submitting two lab test reports that confirm aspergillus where the test strips are used because aspergillus is listed as an active ingredient of the test strips and high humidity conditions that support aspergillus are described in the professional lab reports. The product package states the "electrochemical assay" method is used to determine the glucose level reading on the device. Since the "absolute humidity" formula includes a gas constant (joules) and temperature (kelvin) the electrochemical correlation with glucose may be more appropriate for comparison than relative humidity (%) or room air temperature alone. The relationship is only speculatory and beyond the scope of the reporter. The report asserts these two findings:1) the device is not accurate in this setting and 2) the inaccuracy is due in part to environmental conditions. The findings could possibly be used in epidemiologic comparisons across other climate zones and seasons for analysis of potential adverse impact on health and well-being of other hhs beneficiaries. Health care providers should be aware of some variables other than human physiology that contribute to suboptimal home glucose monitoring and control. "Unusual" contamination of aspergillus spp and penicillium spp cultured from residential insulation and kitchen sent to" prolab" in (B)(6) also (B)(6). Distributed by (B)(4).